Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/16/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and failed. A review of the downloaded receiver log confirmed the reported event of loss of connection. The root cause was determined to be a defective transmitter.